Event description:
It was reported that during a hemicolectomy procedure, the device didn't release the clips. The procedure was carried out and finished by using a new device. No patient adverse consequences have been reported.

Manufacturer narrative:
(B)(4). Additional information: the ec60a device was received for analysis with no visual non-conformances and with an ecr60b cartridge loaded in the device. The cartridge reload was received partially fired 1/16. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The returned device and cartridge reload were tested for functionality in the articulated position by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. ¿it was reported by the affiliate that during a hemicolectomy procedure the device didn't release the clips.¿ please clarify what is meant, as this is an endocutter, there are no clips. Did the endocutter not staple? At all, or incomplete staple line? Additional information requested: please clarify: do you mean that the device did not release staples? Did the device staple at all? Was the staple line incomplete? Were the staples formed? Did the device cut? What color was the cartridge? Was buttressing material being used? Were there any unusual noises heard when firing the device? Was the device difficult to close? Was the device difficult to fire? Was the device difficult to open? If so please explain how the device was removed from the tissue?